Event description:
A competitor reported that the patient had an episode and that atp (anti-tachycardia pacing) therapy was delivered. The competitor noted baseline noise and believed it was emi (electromagnetic interference) but the clinic nurse believed it was a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 implantable tachy lead, (B)(6) 2001; 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4).